Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "capsular contracture baker IV".

Event description:
Healthcare professional reported right side rupture confirmed by ultrasound. Also reported "capsular contracture baker IV" and "rippling." Device remains implanted.